Event description:
It was reported by the patient that their device has premature battery depletion. The patient thought the battery depletion was due to being around welding equipment. It was also reported by the patient that they have been feeling a "vibration" over the device area. Follow up information was attempted, but was unavailable. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.